Event description:
Patient status post construct implantation. (B)(6) 2011, l5 to s1 interbody fusion with pedicel screws returned to surgeon. X-ray on an unknown date showed one 3-d screw head popped off the screw at l5 left side. Patient returned to the operating room on (B)(6) 2011 for removal. It is not known what the patient will be revised to at this time. This is one of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
Information received from consultant.